Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge depleted from 100% down to 55% in less than 24 hours. The customer's blood glucose (bg) level was reported to be in the 400s (mg/dl). The customer delivered a correction bolus to manage bg level. It was indicated that the customer had alternate insulin therapy available.